Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with after receiving and internal communication failure message on a patient during use of cardiosave intra aortic balloon pump. User also mentioned that they were not able to restart the pump. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail and off brand disclaimer provided related to the catheter no harm or injury reported.